Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter there is a hole in the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from swedish to english: event description: "the plugs on the green pvcs are leaking. They have a hole in them¿.

Manufacturer narrative:
H6: investigation summary no photos or samples were received by our quality team for evaluation. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. As no photo or sample were received, further investigation cannot be performed. Based on the verbatim, the probable root cause for the reported leakage could be due to the sink mark hole at the luer cone tip of the end cap. The air vent may be choked during molding and cause hot air to be trapped. This affects the material flow to the final fill area at the luer cone tip. CAPA 4710247 has been initiated to address this issue.

Event description:
It was reported while using bd venflon¿ pro safety shielded IV catheter there is a hole in the catheter. There was no report of patient impact. The following information was provided by the initial reporter, translated from swedish to english: event description: "the plugs on the green pvcs are leaking. They have a hole in them¿.